Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 34 previously reported events are included in this follow-up record. Product return status 22 devices were received. 12 devices were not available for evaluation.

Event description:
This report summarizes 34 malfunction events in which the device reportedly overheated. - 32 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact. - 1 event had insufficient information received.

Event description:
This report summarizes 35 malfunction events in which the device reportedly overheated. - 35 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 36 events were previously reported during the reporting quarter; however:  - 1 event was reported in error. - 35 previously reported events are included in this follow-up record. Product return status 17 devices were received. 5 devices were not available for evaluation. 13 device investigation types have not yet been determined.

Event description:
This report summarizes 34 malfunction events in which the device reportedly overheated. - 33 events had no patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 35 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-02940. - 34 previously reported events are included in this follow-up record. Product return status 21 devices were received. 9 devices were not available for evaluation. 4 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 36 events were reported for this quarter. Product return status: 1 device was not available for evaluation. 35 device investigation types have not yet been determined. Additional information: 36 devices were not labeled for single-use. 36 devices were not reprocessed or reused.

Event description:
This report summarizes 36 malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact.